Manufacturer narrative:
The patients included in this study were treated with negative pressure wound therapy from (B)(6) 2006 to (B)(6) 2007. It is unk when the events occurred as this info has been provided. Based on the info provided, it cannot be determined that the alleged infections are related to v.a.c. Therapy.

Event description:
(B)(4). Results of clinical study of (B)(4) therapy system in (B)(6), the (B)(4) journal of plastic surgery, 53.6 (2010) that reported 9 cases of "wound infection (including suspicion) occurred and the finding in all those were suggestive of infection or colonization." No additional info is available. The units' serial numbers were not provided, therefore, kci cannot conduct device evaluation of the units.